Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that after a tha performed on (B)(6) 2022, on which trials were used to confirm the correct size and intraoperative x-rays were used to confirm the correct placement of the oxinium fem hd 12/14 32mm -3 device, the surgeon identified a leg length discrepancy resulting from the larger implant, therefore, a revision surgery was performed and downsized device was implanted. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that no medical records were received; however, it is noted that although a polarstem valgus ti/ha 2 was requested, trialed, and implanted the surgeon broached to a size 1 and was not happy with the leg length discrepancy resulting from the larger implant. It cannot be concluded the leg length discrepancy and subsequent revision were associated with a mal performance of the implant or implant failure vs technique error. The patient impact beyond the revision cannot be determined with the limited information provided. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that lengthening or shortening of the femur, which may lead to revision surgery has been identified in warnings and precautions, as a result of improper neck selection. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include procedural/user error, surgical complication, dislocation, dissociation, size selected and/or healing factors. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.